Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: this device was evaluated onsite at the facility by a baxter technician. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a pump failure as a battery depleted alarm. The root cause was determined to be depleted main batteries. The baxter repair technician replaced the main batteries and harness to resolve this issue. A follow up report will be submitted if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue. Baxter's review of the device event history determined a battery depleted alarm caused an interruption of delivery. The user interface module master software version is 6.63.90, which is classified as remediated. No patient injury or medical intervention was reported.